Event description:
Customer reported an over infusion of dopamine at 0630 am and levophed at 1000 am on pump module sn (B)(4). Dopamine was programmed to infuse at 15 ml/hr but the entire 250 ml bag infused in 2 hrs. The pt became tachycardic but no medical intervention was required. The pt's heart rate decreased after the infusion was stopped. The user suspected the pc unit had malfunctioned and replaced the pc unit. The dopamine was discontinued and a levophed infusion was started using the same pump module (sn (B)(4)). Levophed was programmed to infuse at 18 ml/hr but the entire 250 ml bag infused in 3 1/2 hrs. The pt became tachycardic but no medical intervention was required. The pt's heart rate decreased after the infusion was stopped. The pt did not sustain any long term adverse effects as a result of these incidents. The pc units were not sequestered and the serial numbers were not recorded. The pump module was sequestered and sent to biomed. The device was evaluated and while performing a rate accuracy test, biomed observed the infusion alternating between dripping and "squirting" out of the end of the set. Near the end of the infusion, the pump module quit running and unregulated flow was observed until the door was opened. The customer reported the device could not be calibrated.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. Internal (B)(4). The device has been rec'd but has not been evaluated yet. A f/u report will be submitted once the failure investigation has been completed.